Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting a low leakage with limited functionality error. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received on 11sep2025, it was confirmed that the source of the problem may have been caused by the flow sensor assembly. No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. The customer went with a third-party company for repair. The specific details of the repair process have not been disclosed. It is known that after the repair, the device passed performance specification testing and was put back into service.